Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was difficult to access the right common femoral vein for the right heart catheterization, but ultimately successful. Post-operatively, the patient presented with hypotension, abdominal pain, and lower back pain. A computerized tomography angiogram was performed and revealed a rectus sheath hematoma. The patient's hemoglobin decreased from 10.2 to 8.4. The patient was hospitalized for observation. The patient was transfused with two units of red blood cells. On (B)(6) 2019, arteriography was performed on the right external iliac, right internal iliac and right inferior epigastric arteries. A left common femoral arteriogram was also performed and closed with mynx. No embolization was performed. An angiogram was performed on (B)(6) 2019, and no extravasation was noted. The patient was discharged and experienced no further issues.